Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
This complaint is being reported due to the alleged power issue. According to reporter, the animas pump vibrates continuously and keypad is unresponsive when the animas pump is reboot or when the battery is replaced. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigators were unable to power on the pump for testing. The audio bolus button cover was missing, and therefore the button could not be used as intended. Insulin can be delivered using the normal bolus feature. This defect is not likely to cause or contribute to an adverse event. Moisture was observed in the display, and there was evidence of moisture damage found inside the pump.